Event description:
While the physician was conducting angiogram, the pigtail was taken out of the multipack and flushed with saline. When the physician pulled back on the syringe. "The encolsed strip of material came out of the catheter hub. The material was tubular - a clear plastic tube with an inner lumen throughout. It was approx between 100 - 140 mm in length."